Event description:
It was reported that the customer's blood glucose level was 565 mg/dl. The customer's mother believed the insulin pump was not delivering insulin. She corrected her blood glucose level with a manual injection. The customer had ketones and was vomiting. The drive support cap was flushed. Inside the tubing a small air bubble was found. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.